Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced bladder outlet obstruction underwent revision of sling on (B)(6) 2010 and had excision of mesh on (B)(6) 2011 due to recurrent stress urinary incontinence and chronic pelvic pain, she had suspend(coloplast) implanted at this time. It was reported the patient underwent revision of mesh on (B)(6) 2011 and (B)(6) 2012 due to urinary retention and bladder outlet obstruction.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, cystocele repair and cystoscopy. It was reported the patient underwent cystoscopy on (B)(6) 2010 concurrently with hydrodistention and urethral dilation. It was reported the patient underwent cystoscopy and vaginoscopy on (B)(6) 2011 concurrently with hydrodistention due to pelvic pain and painful bladder syndrome.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent pubovaginal sling with tutoplast cadaveric fascia lata with actual removal of retained previous sling, and cystoscopy on (B)(6) 2011, due to recurrent sui, and chronic pelvic pain. It was reported that the patient underwent release/revision of sling and cystoscopy on (B)(6) 2011, due to urinary retention following pubovaginal sling. It was reported that the patient underwent revision, with release of tutoplast sling on (B)(6) 2012, due to urinary retention, with bladder outlet. No additional information was provided.